Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reloaded system software to correct reported problem. No part replacement required. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported issues with da vinci. Error 311 on vision side cart (vsc) observed in logs. Customer reported no power loss or issues this morning. The technical support engineer (tse) walked the customer through a hard power cycle of vsc with no change. The procedure was converted to laparoscopy with no reported injury.